Event description:
It was reported that a patient underwent a retropubic sling procedure in 2008. The patient was noted to have a persistent hypotension while in the recovery room. An examination four hours later suggested a large retropubic hematoma on the right with a drop in hemoglobin from 14.1 to 9.9. The patient was packed vaginally and admitted, and had persistent hypotension and dropping hemoglobin despite two units of packed red blood cells. The patient was brought to the operating room and underwent exploration of the retropubic space abdominally. Bleeding was noted from the vaginal wall surrounding the sling on right with persistent venous oozing from the venous plexus. The hematoma was evacuated, sutures applied, and floseal was injected into the site. The sling was removed because the bleeding was unable to be controlled with the sling in situ. The patient was hospitalized for four days and received a total of five units of blood. Currently, the patient is home recovering from the laparotomy and is still anemic.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.